Manufacturer narrative:
Section d6a / d6b: added implant and explant dates this complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old male on impella cp for mechanical circulatory support. It was reported that while the patient was on impella cp support, the impella cp pulled back across aorta and ao and lv disassociation and was positioned deep after the 3rd coding episode. The impella cp was later swapped out for the 5.5 device.